Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. The device evaluation found foreign material in the channel, a stain on the light guide bundle, peeling of the acoustic lens, the distal end was dented, the adhesive on the bending section was chipped, and the connecting tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had an issue with the ultrasound image not working. Inspection and testing of the returned device found foreign objects in the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due the insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: important information: please read before use: warnings and cautions-caution: do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Olympus will continue to monitor field performance for this device.